Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced persistent pain at the ipg site and feels as though the ipg has moved and is protruding through the skin. The pt was advised to consult with her physician. Follow-up identified the ipg is superficial due to weight loss. Surgical intervention may occur at a future date to revise the pocket site.